Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal reconstruction in a laparotomy procedure, the device did not fire. The space between the cartridge and anvil was closed and the green bar was visible in the indicator window. The stapler worked, the knife blade did not cut and the anvil was not bent. They used another device to finish the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.